Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. (B)(4).

Event description:
The patient was revised to address instability and loosening of un unknown component at the bone to implant interface. The amk cr total knee was done 33 years ago. Doi: 33 years ago. Dor: (B)(6) 2020; right knee.